Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. It should be noted that the instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/ or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. It is unknown if the IFU deviation contributed to the reported difficulties. The patient effect of hemorrhage is listed in the IFU as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a high stick arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a left heart cath with stenting interventional procedure. Reportedly, hemostasis was achieved with the successfully deployed proglide suture; however, computerized tomography confirmed the patient developed a retroperitoneal bleed. After surgical consult, the decision was made not to intervene. No treatment was performed. The patient is doing fine. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.